Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicates she made an appointment to see her physician who checked the device. Everything worked fine, the redness had resolved. The patient reported she had no problem with constipation though, still the opposite. The patient was taking about 6 loperamide a day and the machine was up to 2.0.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that stimulation felt stronger positionally (when she was sitting) but was not painful at all. This had occurred over the last few days. The implantable neurostimulator (ins) site felt warm. It was noted that the patient was a nurse and she did not have signs of an infection. The patient was also unsure if their stool was being controlled because of a lack of activity and oxycodone was causing bowels to slow or if the device was actually working. She had a mix of constipation and harder stools with softer stools behind it. This had occurred the last 2 weeks. Nothing had been done to address this issue as the patient had a follow-up appointment within the next 2 weeks. No trauma/falls or recent medical tests/emi were related. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.